Event description:
Laparoscopic aspiration needle was placed through trocar during procedure. When it emerged through the end of the trocar, the needle was no longer present. The field was inspected, the abdomen was visually inspected by camera and 4 x-rays. The needle was not found. After the procedure needle was found inside the handle and was shaken free by one of the biomedical engineers. The pt's surgery was delayed by about 30 minutes. The procedure was completed successfully without further complication or injury to the pt.